Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement on (B)(6) 2014. It was reported that the explanting facility discards devices during explant; therefore, no analysis can be performed.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The patient stated that she felt more ¿seizurish.¿ the notes indicate that the patient had an episode a couple weeks prior to her office visit where she fell onto the wall in her home and broke the dry wall. The patient did not have any headaches but reported having a spinning sensation. The patient denied tinnitus, hearing loss and alcohol/tobacco use. The patient¿s device settings were adjusted during the office visit and diagnostic results showed normal device function at the time. The patient was referred for surgery but no known surgical interventions have occurred to date.